Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the existing right atrial (ra) lead exhibited an increase in pacing thresholds. Both leads were surgically abandoned and replaced. An x-ray was performed and no damage was observed on the leads. No additional adverse patient effects were reported.